Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was selected, placed, and successfully passed established final arm angle testing (efaa). While deploying the clip, when removing the lock like the clip opened to approximately 45 degrees. Troubleshooting was preformed and the clip was reclosed before opening again to 45 degrees. The clip was deployed and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was selected, placed, and successfully passed established final arm angle testing (efaa). While deploying the clip, when removing the lock like the clip opened to approximately 45 degrees. Troubleshooting was preformed and the clip was reclosed before opening again to 45 degrees. The clip was deployed and the procedure was discontinued. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.